Manufacturer narrative:
(B)(4).

Event description:
The complaint states that an app crash alert was reported. Data was evaluated and the allegation was undetermined. The probable cause could not be determined.